Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 55840016545, 510k# k113174 and upn (B)(4) is cleared in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Radiographic image review: post-op x-rays were provided for l3-s1 fusion. By report, one of the sacral screws was broken. This is not obvious on the x-ray. There is a paucity of bone in the l5-s1 interbody space. The date of this x-ray is unknown, original fusion was 2015 by report. Patient (B)(6) may also contribute to failure of fusion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a fusion surgery at l3/4/5/s in (B)(6) 2015. Post-op, adjacent segment disease was observed at l2/3. Hence, plif(posterior lumbar interbody fusion) was performed at l2/3 on (B)(6) 2018. During plif, because bone fusion was found achieved at l3/4/5/s, removal of l3-s screws was performed. During removal, it was noticed that the screw at s1 was broken. The broken screw could not be removed so, it was indwelt in the patient's body. The screw at l3 was replaced.